Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (values not provided) due to customer attempting to change the name of the active personal profile, but inadvertently changing the basal rate from .285 to 9.0. Low blood glucose was addressed by consuming fruits snacks, frosting, and carbs.